Manufacturer narrative:
The second polyaxial screwdriver used in the case is of the same product part number/description but contains separate identifying lot number. 8406901 manufactured 11/10/2019. The evidence indicates that the driver was not fully engaged and/or possibly not coaxial to the screws during attempted insertion. This resulted in only the distal ends of the drivers being loaded and deforming, which in turn broke off the stop component from the shaft.

Event description:
Two screwdrivers broke while inserting an illiac screw. The event caused over a 30 minute delay in the case.